Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant using a flexnav delivery system. There was significant amount of calcium to allow anchoring of the device. The perimeter of the aortic annulus was 86.1mm. The patient did not have a horizontal aorta. During procedure, the starting implant depth deployment was 3mm at the non-coronary cusp (ncc) and 3mm at the left coronary cusp (lcc). There was no tension in the delivery system at the time of final deployment. The final implant depth at release was 1mm below the annulus at the ncc and 2mm below the annulus at the lcc. While removing the delivery system, the valve migrated towards the ascending aorta and out of the annulus. There was a high gradient of 20 mmhg. The valve was not snared, and the valve was not block a coronary artery. A new 26mm non-abbott valve was chosen and implanted. The physician believes the cause of valve migration was interaction between the nosecone of the delivery system and the valve when the delivery system was pulled out. The patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of entanglement with the valve was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The ears database was reviewed and revealed no other incidents for this lot. Information from the field indicated that there was interaction between the delivery system nose cone and the deployed valve when pulling the delivery system, there were no difficulties during deployment, and there was no tension in the delivery system during deployment. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.